Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication of a device defect or malfunction. The device labeling does recommend to inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported noticing darkening blood coming from the oxygenator during a bypass procedure. The tubing was found to have become disconnected from the gas line filter. The perfusionist reconnected the tubing to the gas filter and the case was completed successfully. There were no reported patient injuries or blood lost as a result of this event.